Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported the patient thought their implantable neurostimulator (ins) was not working anymore since (B)(6) 2016. The patient reported they were having a return of symptoms, was not feeling stimulation and the patient programmer (pp) would not communicate with the implant since (B)(6) 2016. The patient used the pp to check the therapy status a couple of months ago when they went through a store security gate because sometimes the alarm caused their implant to turn off. Troubleshooting did not resolve the poor communication with the ins, and the patient stated they did not think anything was wrong with the pp, and thought that the ins may be depleted. The patient mentioned they had an appointment with their healthcare provider (hcp) on (B)(6) 2016 regarding their implant and next steps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.